Manufacturer narrative:
The patient's death was estimated to have occurred between (B)(6) 2024 and (B)(6) 2025.

Event description:
Additional information was received indicating the patient passed away due to unrelated causes. The physician does not allege the performance of the right ventricular (rv) lead caused nor contributed to the death.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.